Event description:
The ordered wallstent and external packaging was labeled "10 mm diameter x 42 mm length, 160 cm delivery length, 135 cm working length, 7.5 french." However, the internal package and the actual stent is 7 mm diameter x 90 mm length, 110 cm delivery length, 75 cm working length, 7 french, model h7907110, lot s9601705 and could not be used for procedure. The procedure was delayed. Delay in treatment due to mislabeled stent did not contribute to outcome. However, under different circumstances a mislabeled package could contribute to serious injury/death of pt.